Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 11/30/2016 / (B)(4). The two batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since this event is related to the battery's damaged cables. Analysis of the devices could not be performed since the devices were not returned for evaluation. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure  the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient's batteries were exchanged due to a critical battery alarm and exposed wires. Batteries were replaced and it was stated that there were no effect on patient. No additional information available.